Manufacturer narrative:
Corrections in g1. Additional information in d4: expiration date and UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation product not returned and no photos provided. Device evaluation unable to be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to turning the knob too far the wrong direction or adjusting the implant during insertion. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the final imaging identified that a mobi-c implant had disassembled in the disc space intra-operatively. The device was removed and replaced with a new mobi-c implant to complete the procedure. There was a 5-minute delay without any impact on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the final imaging identified that a mobi-c implant had disassembled in the disc space intra-operatively. The device was removed and replaced with a new mobi-c implant to complete the procedure. There was a 5-minute delay without any impact on the patient.